Event description:
It was reported that the patient had a headache that was not related to the study medication. They were given dilaudid IV and oxycodone orally to treat the symptoms as needed. The patient also had experienced vomiting. They were treated with phenergan and IV zofran. It was later reported that the patient had a seroma at the pump site that was drained for 70cc of clear serosanguinous fluid. The patient recovered without sequela.

Manufacturer narrative:
.